Manufacturer narrative:
Calibration and controls were acceptable. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer could not determine a cause. The instrument was checked and performance testing was run. All results were within specifications.

Event description:
The initial reporter stated they received discrepant results for an unspecified number of patient samples tested with the elecsys troponin t stat assay on a cobas 8000 e 602 module. Initial results in a range of 0.04 - 0.08 ng/ml were reported outside of the laboratory and questioned by the emergency room doctor. The samples were pulled and repeated. Most repeated with values of < 0.03 ng/ml. 50 corrected reports were issued. The reporter provided specific data for two patient samples. The first sample initially resulted with a troponin t value of 0.05 ng/ml, which repeated as < 0.01 ng/ml. The repeat result was believed to be correct. The second sample initially resulted with a troponin t value of 0.05 ng/ml, which repeated as < 0.01 ng/ml. The repeat result was believed to be correct. The troponin t reagent lot number was 45838000, with an expiration date of 31-mar-2021.